Manufacturer narrative:
D4 - lot number: updated from blank to 28950343. D4 - expiration date: updated from blank to 02/28/2024.

Event description:
It was reported that balloon rupture occurred. A (B)(6) nc quantum apex balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. A 3.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.